Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 700 mg/dl and ketones were present. Paramedics transported the customer to the emergency room and intravenous (IV) insulin drip was administered. Bg lowered to 350 mg/dl. Customer was extremely sick and was admitted to the hospital for diabetic ketoacidosis (dka). Healthcare provider identified ketones as being life threatening. IV insulin was continued. Elevated bg/dka were resolved and customer was discharged on (B)(6) 2018. Customer did not know if there was permanent damage. Hospital staff and customer alleged the pump was not delivering insulin. As the event occurred in the past, recommendation was made for the customer to discuss the event with a healthcare provider.